Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1060086. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringe ultra-fine® 1ml 29g x 1/2" the medication could not be injected properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer followed the doctor's advice to add the liquid to insulin, and the needle of the syringe was clogged, no problem caused.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringe ultra-fine® 1ml 29g x 1/2" the medication could not be injected properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer followed the doctor's advice to add the liquid to insulin, and the needle of the syringe was clogged, no problem caused.